Event description:
During variax fibula extraction surgery, the torx head of the locking screw was broken. The screw could be extracted and the surgery was finished.

Manufacturer narrative:
The reported event could be confirmed. The investigated failure mode of rounded out screw head - torx can be attributed to a user related issue of using too high torsional forces - excessive tightening during insertion. Because of the deformations/sheared off area, no functional inspection could be performed. Beside the deformed torx and locking thread, all other dimensional inspection values were inside the specification. Based on the evaluations, there were no indications for any systematic, design, material or manufacturing related issue.